Manufacturer narrative:
Reported event was confirmed by review of operative notes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown.root cause is attributed to the reported patients lack of external rotators that lead to the dislocation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
First revision operative notes ((B)(6) 2015) states the patient was noted to have very poor external rotators in the soft tissue around the hip and the decision was made to keep the patient in the brace for an additional six (6) weeks postoperatively. Second revision operative notes ((B)(6) 2015) states that the patient was bending deep forward getting up from the toilet not wearing the brace and dislocated the hip. It was confirmed that the patient was being noncompliant while wearing the brace postoperatively. A simple closed reduction would not be enough given the patients lack of external rotators. Therefore, the surgeon elected to reposition the cup in 20 additional degrees of anteversion to help overcome the patients noncompliance.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Concomitant medical products ¿ unknown continuum cup; unknown biolox cerami; unknown liner.

Event description:
It was reported patient received a revision procedure ten days post-implantation due dislocation. Patient was feeling some popping in the back of his hip joint and dislocated his hip. The head, liner, and cup were removed and replaced. Attempts to obtain additional information have been made; however, no more is available at this time.